Event description:
The physician was attempted to advance an endeavor resolute rx stent to severely calcified lesion at lad. There were no abnormalities noted prior to use of the device. The device hooked on the calcification and previously deployed stent and dislodged. The physician implanted another stent to help the apposition of the dislodged stent to the vessel's wall. No clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement). Patient's condition affected effectiveness of device (vessel morphology), severe calcification caused by another drug/device (stent caught on previously deployed stent), none (no device received for evaluation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology), severe calcification 40 another device caused failure (stent caught on previously deployed stent). (B)(4).